Event description:
Patient reported teeth are still too flared out and their bottom teeth are square like shape. At check in they check true to chipped. Requested additional information about chipped teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.